Event description:
The MFR has been notified that after removing a cphv from it's holder prior to surgery, a surgeon mistakenly implanted the valve upside down in the aortic annulus. The valve was removed and replaced.